Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the lead could not be fixed. The lead was removed and replaced. No patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.